Event description:
It was reported that the 9800 system would not fluoro. It was also noted that the powercord was tripped over and system shorted out. There was no report of pt or operator injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the batteries. The system was tested and found to be working as intended and placed back into service